Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported a recurring loss of prime issue. The reporter also claimed that due to the alleged issue, the patient had developed an elevated blood glucose (bg) level of "534 mg/dl" that day. She denied that the patient had developed nausea, vomiting, or ketones. At the time of the contact with animas, the patient's bg level was "271 mg/dl." The patient claimed that the loss of prime issue was a constant problem. A review of the pump's prime history revealed recent, frequent primes. That day, 3 primes had been observed within an hour. On (B)(6) 2012, 2 primes were recorded. The reporter was able to prime during troubleshooting. She primed 5 drops and was able to bolus 3 units. The reporter denied that the tubing was being tugged or that the pump was exposed to trauma. She also denied having a loose cap or associated alarms. The patient was reportedly not reusing cartridges. The pump's date and time were correct. The patient had continued pump therapy using a loaner pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, at this time it is unknown if the pump, use-error, and/or other factors contributed to the patient's elevated bg level. The alleged loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unknown what actions the patient was taking in response to the alleged issue and before he had developed the elevated bg level.

Manufacturer narrative:
(B)(4) 2012, device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a reserved sample from the same lot# b201723 was tested. A visual inspection of the cartridge was performed with no damage or defects found. A leak test, fill test and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.